Event description:
The stryker interpulse handpiece was hooked up and the physician went to use it and it did not work. The trigger was pulled and nothing happened. A second handpiece was opened and it worked with no problems.======================manufacturer response for interpulse handpiece set with high flow tip and suction tube, interpulse (per site reporter)======================manufacturer provided rga# for product return evaluation.